Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. (B)(4).

Event description:
It was reported that 2 pmcf syringe leaked during use. The following was reported by the initial reporter: "it was reported via survey response that the clinician encountered blood leakage during wound irrigation (2) and difficulty drawing fluid / medication into syringe (1) related to luer lok and luer slip tip syringes."